Event description:
A 1.5 mm diameter x 10 mm length sprinter otw dilatation balloon catheter delivery system was inserted into a pt for the treatment of a lesion. Vessel morphology was reported as calcified. Difficulties were experienced when retracting the balloon from the calcified lesion. No add'l clinical sequelae were reported for the pt.

Manufacturer narrative:
Eval result: (device not received for eval).